Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5126003.

Event description:
It was reported that the patient experienced an inadequate stimulation and only has three contacts functioning. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.